Manufacturer narrative:
2/15/2024 - we were informed of a capsule retrieved surgically due to the patient having an obstruction. (B)(4) was sent to obtain further information of the issue. (B)(6) 2024 - we were informed that the patient had another capsule procedure in the past where the results were inconclusive, when the patient had this capsule procedure it was obstructed and ignored calls and emails instructing them to get a kub. But then a month passed and they began getting strong abdominal pains and they got sick as well. Surgery was recommended by the doctor and they found that the capsule was obstructed by a cancerous growth measuring 6 cm. The nurse mentioned that because the capsule got stuck, they were able to find this cancerous obstruction. (B)(6) 2024 - (B)(4) was obtained indicating the patient had a preexisting condition which could have led to the retention.

Event description:
2/15/2024 - we were informed of a capsule retrieved surgically due to the patient having an obstruction. (B)(4) was sent to obtain further information of the issue. (B)(6) 2024 - we were informed that the patient had another capsule procedure in the past where the results were inconclusive, when the patient had this capsule procedure it was obstructed and ignored calls and emails instructing them to get a kub. But then a month passed and they began getting strong abdominal pains and they got sick as well. Surgery was recommended by the doctor and they found that the capsule was obstructed by a cancerous growth measuring 6 cm. The nurse mentioned that because the capsule got stuck, they were able to find this cancerous obstruction. (B)(6) 2024 - (B)(4) was obtained indicating the patient had a preexisting condition which could have led to the retention.